Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action (CAPA) has been initiated to reduce occurrences of brush tip/coil spring detachment for cytology brush devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all fusion cytology brushes are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to brush tip/coil spring detachment. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an unknown endoscopic procedure, the physician used a cook cytomax ii double lumen cytology brush. It was reported that the [cytology brush's] filiform [tip] broke and fell off. Forceps were used to remove the [detached] filiform. A section of the device did not remain inside the patient¿s body because the detached portion of the cytology brush was retrieved with a forceps. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.